Event description:
The following info was reported to davol by the pt's attorney: pt has had medical surgeries resulting in her having terminal medical diagnosis. The pt plans to file a medical malpractice, assault, defective products or similar actions. The substance of her testimony will be regarding her medical care and subsequent health decline. The attorney alleged disability, additional surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. No lot number has been provided by the pt's attorney; therefore, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.